Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture, the superior vena cava (svc) coil separated. All lead measurements were normal except there were short v-v intervals and artifacts on the electrograms were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.